Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen became unresponsive with visible cracks, the device stopped functioning, and the screen could not be used, consistent with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen, and the affected component was the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors. The user planned to return the device and had backup therapy available.